Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and received insulin flow blocked alarm. The customer's blood glucose was 400 mg/dl. Customer reports insulin exits the tubing. The customer was advised that the pump is working as designed. The insulin pump will not be returned for analysis.